Manufacturer narrative:
(B)(4). D10: 31-301856 arcos taper disasmbly 50mm zb150702. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that disassembly tool as cold welded onto the arcos proximal body it removed. The disassembly tool cannot be removed from the arcos proximal body. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6, h10 suggested component code: mechanical (g04) - stem. Visual examination of the returned product identified the disassembly tool was returned threaded into cone body and was not able to be removed using considerable amount of hand force. The disassembly tool showed signs of use with nicks and scratches in and around the hex end and main body. The cone body had considerable damage with nicks, gouges, and scratches all over on the trunnion, neck, body, and porous coating surfaces. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.